Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump while priming. Customer's blood glucose level was 142 mg/dl. Customer stated that the drive support cap was loose. Customer was advised that the force sensor was damaged. Customer was advised to contact a nurse. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.